Event description:
It was reported by the risk manager that the product was used in a laparoscopic appendectomy. It was reported that the instrument (tsb45) was fired across the appendix and there was bleeding. The bleeding stopped after a clip applier was used. There was no consequence to the pt.